Manufacturer narrative:
Rainbow glare is a known general side effect of lasik procedures. The cause of the rainbow glare is referred as the diffraction of light from the scanning pattern created on the back surface and in the stromal bed of the lasik flap after femtosecond laser flap creation. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A risk manager reported a patient is experiencing rainbow glare out of their left eye one week post lasik. The patient underwent a wave front optimized lasik procedure that was reported to be uneventful. Patient will be monitored for at least six months before any treatment will be considered. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.